Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon receipt, the monitor failed incoming functional testing. The cause for the test failure was isolated to an open r45 resistor on the monitor c/a board. The open r45 prevented the defib board from charging to the proper energy and thus causing the code 102. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the open resistor. The pt received a replacement monitor.

Event description:
While assisting a (B)(6) male pt, a zoll pt service representative (psr) contacted zoll customer support to report a code 102. The pt was issued a replacement monitor.